Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens was wasted because it did not advance and became bent. Additional information revealed that there were no patient issues. The procedure was completed with another j&j lens of the same diopter and type. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: july 10, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the plunger rod was partially advanced and the lens was stuck in the cartridge. No damage to the cartridge was identified. Ovd was observed inside the cartridge. The lens module was inspected revealing no issues. The plunger rod was inspected and found to be bent and damaged, consistent with excessive force being applied after the lens became stuck in the cartridge. The handpiece was inspected and no issues were observed. The lens could be observed to be damaged in the cartridge, however the lens could not be removed for further evaluation. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue was not identified during product evaluation. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.